Manufacturer narrative:
The test strips were requested and returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This investigation is ongoing. Unique identifier UDI # (b)4).

Event description:
The initial reporter received a questionable glucose result for one patient with accu-chek inform ii meter serial number (B)(4). The result from the meter at 11:08 a.m. Was 226 mg/dl. The result from the meter at 11:14 a.m. Was 129 mg/dl.

Manufacturer narrative:
The reporter's strips were returned for investigation. Testing was performed using glycolyzed blood. All testing with the returned strips and retention meter produced acceptable results and no strip defects were observed. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Medwatch fields d9 and h3 have been updated.